Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
As per information received, the x-ray was performed in the operating room before the patient was awoken from anesthesia. Patient was discharged after procedure with no complications.

Manufacturer narrative:
Evaluation summary post market vigilance (pmv) received two devices opened by the account without the packaging. The visual inspection of the returned product noted that one needle was broken and detached from the suture. There were witness marks noted on one of the cones. Both halves of the needle were received. The other needle was intact, connected to the suture, and demonstrated no damage. Functional testing of the intact needle was done with the subject device. The needle was found to function properly when applied through layers of test media. Pressure was exerted on each needle in all directions and from both sides of the jaw to simulate clinical conditions. The needle was loaded and unloaded onto the instrument without difficulty. No difficulty was experienced in loading, unloading, or toggling the needle. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a single incision laparoscopic assisted vaginal hysterectomy procedure, the device's suture broke off into the patient and surgeon closed incision. Surgeon decided not to retrieve suture thought it would be more harmful to the patient. X-ray taken. Surgeon talked to radiologist and informed of location of broken suture. Surgeon then decided to perform a diagnostic laparoscopic procedure and was able to removed broken suture.